Event description:
The machine didn¿t work with new batteries, there was no flashing green light. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2011. Membrane failure due to storage outside of indicated conditions. Upon receipt, the device could not be powered on. The fault was attributed to corrosion on the contact area of the on/off button on the membrane pcba. This had resulted in the on/off dome making no connection with the contact pads beneath, resulting in the failure of the device to power on. The fault could not be replicated after clearing the corrosion from beneath the dome. This would confirm the corrosion had caused the observed failure. The corrosion observed within the device and on the device exterior, alongside the weathering of the returned carrycase, would each indicate the device had been stored outside of the indicated conditions. The reported issue of no green status indicator was not confirmed during the investigation, as the green status indicator was observed to be flashing throughout testing. No measurable fault was observed on the status led lines of the membrane or the led drive circuitry on the pcba, even under stress. However, given the corrosion observed across the device, it is possible that this additional reported fault had been a further symptom of adverse storage. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The machine didn¿t work with new batteries, there was no flashing green light. There was no patient involved in this event.